Event description:
The patient's mother reported that the down arrow button is poorly activating pump functions when pressed. It reportedly required multiple presses to activate desired pump function. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: during investigation, the keypad was removed and there was contamination found under all the keypad contacts. The keypad was undamaged, but the ok, down and contrast buttons responded intermittently. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.